Event description:
During a routine preventative maintenance check of the pulsar ii generator setting cut 9 generated a high output reading. All other settings were within normal limits. The unit was plugged directly into the wall and a fluke scopemeter was used for testing. No patient involvement.

Manufacturer narrative:
Product event # (B)(4). Evaluation, (method), (result),(conclusion): pending return of product for analysis.

Manufacturer narrative:
Product event #(B)(4) brief description of complaint: generator failed biomed testing due to high output values. Evaluation process: *performed visual inspection on unit per tcl-514-900008. -unit has scratches down to the exposed metal. -monopolar receptacle is loose: one of the two internal plastic mounting tabs is broken off. It was found wedged in a corner of the enclosure. *performed baseline functional testing per tcl-514-900008. -no issues found. Unit delivered rf energy properly in all modes. The report doesn¿t state which handpiece was used for the evaluation, but cut 9 and cut 10 are generally high cut 1 and high cut 2 modes, 25w or greater. The testing performed in the service department measure the following values in those modes: 30w high cut 1: 30.3w 50w high cut 1: 50.4w 30w high cut 2: 29.6w 60w high cut 2: 59.9w it was found that power measurements in all modes were well within the required power spread of +/-20%, with the power spread for high cut1 and high cut 2 measurements, in particular, measuring within 30% of their target values. Root cause: could not replicate high output on cut 9 and cut 10: unit generated rated power within permissible power spread in all modes. (B)(4).

Event description:
During a routine preventative maintainence check of the pulsar ii generator setting cut 9 generated a high output reading. All other settings were within normal limits. The unit was plugged directly into the wall and a fluke scopemeter was used for testing. No patient involvement.